Manufacturer narrative:
The returned device was evaluated and the pod was returned not deployed and delivered 0 pulses. If the needle mechanism had not yet deployed it is impossible for the pod to over deliver insulin. No damage or defects were found on the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 34 mg/dl while wearing the pod between 4 and 24 hours. The patient reports having difficulty speaking as well as they had urinated on themselves. The patient was taken by ambulance to the hospital. Once at the hospital the patient was treated with oral glucose injections. The patient reports thy were at the hospital for 3-4 hours.